Event description:
The customer reported that the system intermittently would power down then reboot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dc power on and off board was replaced and representative fit the power to the control board. The system was tested and found to be working as intended and put back into service.